Manufacturer narrative:
On july 15, 1997, clinical report forms were received. The onset on hypersensitivity in the nasolabial and glabella was march 27, 1997, and the symptoms w ere intermittent. The solumedrol was effective, and the symptoms resolved on may 27, 1997. The symptoms were considered to be product related.

Event description:
A physician reported that a patient received her first treatment on 03/04/1997 into the glabella and nasolabial folds. Approximately 3 weeks later (exact date unknown) the patient was seen with raised, red areas at all injection sites; the exact date of onset was unknown. The physician prescribed a solu-medrol dose pak.the patient returned to the office on 05/27/1997 with persistant raised, red areas at the treated sites. The physician diagnosed a hypersensitivity.